Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump was returned to animas and investigated on 10-jul-2018 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the device. There were no pump reboot events observed in the available black box data. No moisture or corrosion was found in the battery compartment. No damage was found to the battery compartment. The pump was exercised for 24 hours with no power issues duplicated. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.